Manufacturer narrative:
Final analysis found damage to inner insulation caused by overtighten suture and overtorqued inner coil consistent with procedural damage.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for an implant procedure. During procedure, it was noted that the right atrial (ra) lead exhibited failure to sense, low pacing impedance, and was difficult to remove the stylet. The ra lead was explanted and replaced. The patient was in stable condition.